Event description:
It was reported that during set up for a cori assisted tka surgery, it was noticed that the ring inside the ri robotic drill attachment was loosed. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The ri robotic drill attachment, rob10015, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The outer casing ring has broken down causing the ball bearings to release. The most likely cause of this event is bearing deterioration due to wear and tear during repeated use. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.